Manufacturer narrative:
(B)(6). Four (4) actual samples were received. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume infusors underinfused during infusion. It was further reported that the expected therapy time was 48 hours, however after 60 hours of infusion a small amount of solution remained in the device. The device was filled with 240ml fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.